Manufacturer narrative:
Concomitant medical products: product ID: 1063659, product type: lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead were explanted due to high thresholds. No patient complications have been reported as a result of this event.